Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received late due to reevaluation of event. (B)(4) technician; (B)(4) failure (event) observed during analysis. Analysis found insulation abrasion at 38.5cm, 58.5 cm, and 62 cm on the lead body.